Event description:
It was reported that the asymptomatic patient presented at the emergency room with a backup vvi device. Upon device interrogation, the patient received inappropriate atp therapy and the device was charging for a first shock when backup vvi occurred. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of backup vvi was confirmed. The device had a power-on reset during high voltage therapy delivery. The cause of the backup vvi could not be determined.